Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Event description:
It was reported that the patient developed pain at the pod insertion site while wearing the pod between 49 and 71 hours at which time the pod was removed due to worsening pain. Upon removal, the patient observed redness and purulent drainage at the infusion site. The site was cleaned; however, the redness worsened over the following hours. The patient subsequently presented to the emergency department on (B)(6) 2026, where antibiotics were prescribed for a one-week course. The patient later reported that the redness at the insertion site had begun to improve following treatment. No further information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available, omnipod software app version: no data available , operating system: no data available, hardware: no data available, cgm sensor type: no data available . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.